Event description:
The facility reports while transferring the patient from the bedroom to bathroom, the pivot pin from the 4-point hanger bar broke and the patient fell onto floor. No injuries reported.